Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 630-700 mg/dl range; cause was unknown. Customer administered a manual insulin injection to address elevated blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery - not charging issue was verified while based on the analysis, the alleged high bg issue could not be verified.